Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the reportable phenomenon occurred due to physical stress applied to the insertion tube of the subject device, causing dents on its surface. The event can be prevented by following the instructions for use: "operation manual chapter 3 preparation and inspection". Olympus will continue to monitor field performance for this device.

Event description:
It was reported to olympus, that the evis exera iii colonovideoscope failed a leak test. Upon inspection and testing of the returned device, it was noted that there were multiple dents in the insertion tube. There were no reports of patient harm associated with the event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned for evaluation and the customer¿s allegation was confirmed. There was a leak between the right/left and up/down knobs. It was also noted that a b30 scope communication error occurred with no image and no data. The control knob also had minor play and the distal end plastic cover had a deep dent. The light guide lens had fluid in it and the objective lens had peeling on the cement. The bending section rubber glue was cracked. The scope conenctor had fluid in it after aeration. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.